Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Review of the device history record was not possible as the lot number is unknown. The cause of the reported pericardial effusion could not be conclusively determined. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
During the procedure to treat a degenerative mitral leak, a pericardial effusion occurred. A mitraclip was implanted which reduced the mitral valve leak from 4 to 2. A drop in blood pressure occurred and a pericardial effusion was observed at the level of the roof of the atrium. The physicians stated the pericardial effusion was related to a difficult transseptal puncture or due to advancement of the clip in the anatomy. Catecholamines were administered to stabilize the patient.